Event description:
The surgeon had successfully fastened the graft into the femoral tunnel. However, the surgeon elected to retract the screw from the tunnel and remove the graft. Once the surgeon removed the biorci ha screw he discovered the tip of the screw had broken off. The surgeon did not know if the piece was still inside the pt. The graft was fastened a second time using a second biorci ha screw. There was no patient injury reported.